Event description:
It was reported to boston scientific corporation that an interject - sclerotherapy needle was unpacked on (B)(6) 2014. According to the complainant, a hair was seen inside the sterile sealed pouch. Additionally, there was no visible damage to the device or its packaging. It was confirmed that no patient was present when this issue was noted.

Manufacturer narrative:
A visual evaluation found a piece of hair inside the sealed pouch. The investigation confirmed the presence of a foreign material inside the unopened pouch, ¿manufacturing¿ is selected as the most probable root cause for the complaint. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject - sclerotherapy needle was unpacked on (B)(6) 2014. According to the complainant, a hair was seen inside the sterile sealed pouch. Additionally, there was no visible damage to the device or its packaging. It was confirmed that no patient was present when this issue was noted.

Event description:
It was reported to boston scientific corporation that an interject - sclerotherapy needle was unpacked on (B)(6) 2014. According to the complainant, a hair was seen inside the sterile sealed pouch. Additionally, there was no visible damage to the device or its packaging. It was confirmed that no patient was present when this issue was noted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.